Event description:
It was reported that this lead was explanted due to a fracture. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.